Manufacturer narrative:
The history record for the lot number provided will be reviewed. No analysis or conclusions can be made without the device. (B) (4).

Event description:
A copy of report (B) (4) described an 8fr shiley non-fenestrated trach tube was found to have an unspecified defect at the flange of the main tube.